Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened (closed) racepacks. Analysis and results: there are two previous complaints of this code batch regarding other issue. (B)(4). Tested the knot pull tensile strength of the samples received and the results fulfil the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(4). There are two samples have the same complaint, wires cut while knotting , along each other . To briefly report on the use of optilene 5-0 / 6-0 optilene, on (B)(6), there is a broken optilene adhesion during carotid surgery, after the anastomoses was laid. Thus, during the laying of the first node. This is a crucial moment in the operation course. A wire breakage of the anastomotic suture is not what a surgeon wants.